Event description:
It was reported a pt underwent a cervical anterior arthrodesis procedure. After finishing the surgery, an x-ray was taken and it was noticed there was a thin thread standing out of the plate. A soft tissue spacer and a gauge weer used to remove the thread. The screw remained in place. The surgery was completed. The surgery time was extended 15 minutes. It was reported the device was in contact with the pt. No pt injury was reported.

Manufacturer narrative:
The device will not be returned. Based on reported info, integra has initiated an investigation.